Event description:
It was reported the customer had issues with their insulin pump. The customer also stated they had discontinued use of their insulin pump due to alarms. Customer also stated their blood glucose was not maintained with the insulin pump. Customer's blood glucose was unknown at the time of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.